Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, the patient had an incisional hernia secondary to a previous c-section repaired with a marlex mesh on (B)(6) 2005. The patient was treated for a recurrence on (B)(6) 2007. During this procedure, the previously implanted mesh was explanted and a bard composix kugel was implanted. On (B)(6) 2009, the patient was again treated for recurrence. During this procedure, the previously placed composix kugel was explanted and a composix e/x mesh was implanted. Based on the medical records provided, this mesh was not explanted, and there is no indication that a failure of the composix e/x occurred. Refer to MDR 1213643-2009-00058 for information regarding the composix kugel implanted on (B)(6) 2007

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2005 - umbilical/ventral hernia secondary to previous c-section repaired with marlex mesh. On (B)(6) 2007 - lysis of adhesions with extensive manipulation of small bowel loops, repair of recurrent incisional ventral abdominal wall hernia with composix kugel mesh, previous mesh explanted. On (B)(6) 2009 - repair of recurrent ventral hernia with composix e/x mesh. Composix kugel mesh explanted.